Manufacturer narrative:
Initial.

Event description:
It was reported that a user received an ¿unable to proceed¿ alert during fill tubing while performing a supply change; the alert recurred after approximately (B)(4) units of fill despite trying different cartridges and connectors, and a dry run without insulin was successful. Symptoms included interruption of insulin pump setup without reported adverse physiological effects. Outcomes included successful completion of the supply change after replacing all supplies from different boxes and shipment of replacement supplies for the reported lots. Investigation included guided troubleshooting, pump restart, repetition of the supply change, and a dry run to assess for flow or occlusion issues. Investigation of this case revealed a probable supply-related issue consistent with incomplete cartridge load or flow obstruction during priming, which resolved with new cartridge, connector, and infusion set; affected lot numbers were documented. It was concluded, based on previously established findings for similar reports, that the cause was supply malfunction or variability leading to an occlusion-like condition during priming, not a pump hardware malfunction.